Event description:
Medtronic received information that this bioprosthetic valve, implanted for an unknown duration, exhibited a perforation of the leaflet at the hinge point, 2-3mm from the valve post. It was 5mm in major access and 3mm in minor access. It was reported that the valve was damaged at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the limited information available, the clinical observation was not confirmed. No product was returned and no serial number was provided. Device history review could not be performed. A cause for this event could not be determined. (B)(4).